Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and reported that reagent carousel showed signs of leakage. There were no mechanical issues or result errors. Fse removed front of reagent carousel and inspected and found evidence of leaking but no signs of current problems.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was build up on reagent carousel which was making reagent loading difficult. No injury was reported.